Event description:
This senior medical surveillance specialist spoke with the patient/layperson regarding the 2009 allegation that her onetouch ultramini meter would not turn on when inserting a test strip. The patient reported to the customer care advocate (cca) that her blood glucose increased when unable to test. Although the meter turned on with the power button, it did not power on with a test strip. The cca replaced the ultramini meter and one touch ultra test strips. The patient clarified and reported the following to this specialist. The pt self-treats with an insulin pump. The pt's physician had loaned the lifescan meter to her a few months prior to her call when she lost her non-lifescan meter. Having then found it later, the pt used both. Although the pt does not recall specific blood glucose results on either meter a few days prior to the event, she stated "it [blood glucose] had been ok so I don't know why I suddenly was sick." The pt felt ill the day before; however, neither meter allegedly functioned. Around 3 a.m the next day on original date, the pt awoke with "a cotton mouth, severe thirst, and feeling achy." Knowing her blood glucose must be elevated, the pt bolused four times throughout the early morning. Still feeling bad, but afraid to inject more insulin that would cause hypoglycemia, the pt felt better around 9 or 10 a.m. The pt did not seek medical attention. Since the patient was attempting to use two different brands of meters and test strips, I asked if she, perhaps, had accidentally inserted the non-lifescan test strips into her lifescan meter; hence, the meter would not turn on. The patient could not recall. The cca had advised the pt to call medtronic regarding her other meter. Since the pt alleged that she was unable to test and later developed symptoms that meet criteria for serious injury, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.